Manufacturer narrative:
Product code: dqx. This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the safe-t-j amplatz extra-stiff support heparin coated wire guide became kinked at the tip when the physician attempted to alter its tip configuration, causing the inner wire to protrude from the coil. It did not make patient contact, but the same issue occurred with two more replacement devices of the same lot. The procedure was completed with another wire. There were no injuries or additional procedures reported.